Event description:
It was reported that the pocket site was infected and had been treated. The reporter indicated that the ¿battery pack¿ was protruding out with local abscess. An incision and drainage was done, and at the time of the report, the ¿entire battery pack¿ was ¿outside¿. It was noted that the physician planned to remove the entire system but the reporter did not know what time the surgical intervention was going to take place. The patient was reportedly seeing the physician at the time of the report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID: 435135 lot# serial# (B)(4), implanted: 2005 (B)(6), product type lead product ID: 435135 lot# serial# (B)(4), implanted: 2005 (B)(6), product type lead. (B)(4).